Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue; therefore no additional information was obtained.